Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) pacing counters were reading zero percent pacing and zero percent sensing. The ipg remains in use. No patient complications have been reported as a result of this event.